Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvtwb10), mount, cover screw and packaging were returned for investigation. However, visual evaluation could not be conducted since the products have been misplaced/lost in house. Products were received in complaints lab at the palm beach gardens site but could not be located after searching through lab and nili archive box. Therefore, the investigation was performed using applicable instructions for use (IFU), device history record (DHR) and risk files. Functional testing could not be performed due the nature of the devices and event. Pre-existing condition noted on the per was low bone density ¿ type vi. The devices were being placed on tooth # 19 (universal) when the incident occurred. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1237381) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1237381) for similar events (complaint category keywords: functional: does not disengage/release) and no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k101880.

Event description:
It was reported that the implant #19 did not disengage from the tower. (Fixture mount). Procedure was completed using another implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.